Manufacturer narrative:
H11 through follow up communication with livanova field service engineer it was learned that upon device inspection a faulty motor controller board has been identified.if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova deutschland received a report of a s5 heart lung machine centrifugal pump motor control failure error message. The issue occurred during priming. There is no report of any patient injury.

Manufacturer narrative:
A1-a5: patient information was not provided d.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 hlm. The event occurred in london, united kingdom. Livanova has initiated and investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.